Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: endurant ii stent graft. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of the pre-operative rupture of an abdominal aortic aneurysm. It was reported that the patient was successfully implanted with an endurant ii device. The following day the patient died due to a ruptured thoracic aneurysm. The physician stated that they were not aware of the thoracic aneurysm during the emergent procedure to repair the abdominal aneurysm rupture. The physician also stated that the death was not related to the device; however, the relationship of the death to the procedure was unknown. No additional clinical sequelae were reported.